Event description:
The customer reported to olympus, the video system center had a front panel malfunction and it needed a new front serial digital interface jack and a video jack in the front. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report. Initially, this complaint was submitted as a reportable malfunction conservatively. However, upon additional information from the customer, it was confirmed that only the front serial digital interface video jack was broken. Additionally, the device was returned for evaluation and there were no reportable malfunctions related to the subject device captured in this complaint. The initial medwatch reported a front panel malfunction and new front serial digital interface and video jack were needed. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.